Event description:
A customer obtained erroneously elevated results for troponin (accu tni) on multiple patient's samples. Customer indicated that 15 erroneous results were reported out of the lab. Customer only supplied the results for 5 patients. The initial results were: 11.38, 1.08, 2.14, 15.07, and 0.58ng/ml for patients 1-5, respectively. Lower results were obtained upon repeat testing and redraw. The customer did not report affect to patient or user connected or attributed to this event.

Manufacturer narrative:
The specimens were collected in glass bd gold top tubes with gel and centrifuged at 2,800 rpm for 10 minutes at room temperature. Specimens were sampled from sample cups. Qc was within specifications prior to and after the event. System checks performed on 04/01/09 and 04/08/09 resulted within specifications. A field service engineer (fse) was dispatched: the fse performed a preventive maintenance (pm) on the instrument which was due. The fse verified repair per established procedures and results met published. Performance specifications. In a follow-up on the event, the customer stated that there were no further issues with accu tni patient results since service was on-site. A clear root cause for this event has not been determined to date. A malfunction will be assumed for the purpose of this report.